Event description:
It was reported to boston scientific corporation (bsc) that a uromax ultra balloon dilatation catheter kit was used during a ureteroscopy procedure on (B)(6) 2012. According to the complainant, the physician noticed the balloon was not inflating. When he tested it outside the patient, it did not inflate; the balloon would not hold pressure when inflating. It was unknown if there was a visible hole and if the catheter was kinked or not prior to shipping to bsc for analysis. The physician completed the case with another uromax balloon and the patient's condition at the conclusion of the procedure was reported to be okay. The event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction of catheter shaft kinked.

Manufacturer narrative:
(B)(4) for the reported event of shaft kinked. A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual evaluation of the returned device revealed that the balloon had been inflated due to a presence of liquid inside. A visual and tactile examination of the shaft of the device noted a kink just distal to the strain relief. An attempt to inflate the balloon to its rated burst pressure failed due to a pinhole located approximately 15 mm proximal to the distal transition zone. The root cause classification of this investigation is operational context.